Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not reported. The customer states that the insulin pump screen had scratches. The customer stated that the screen was not readable. Troubleshooting was provided. The insulin pump will be returned for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device received with only minor scratching on the upper left portion of the lcd display. The user is able to see past this and navigate the menus. The center button has a crack in the middle. Finally, there's a barely noticeable crack in the battery threads located above the left belt clip rail. (B)(4).